Event description:
It was reported that the pta balloon ruptured (atm unknown). Reportedly, during retraction the pta balloon was difficult to retract into the 6f sheath. The pta balloon catheter and sheath were removed as a single unit. There was no patient injury.

Manufacturer narrative:
The event was reported via user facility medwatch (B)(4). The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.